Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of air in a transducer set inadvertently being injected into a pt. In 2004, an adult outpatient was admitted for a cardiac catheterization. Reportedly, prior to the procedure, all connections on the monitoring kit were tightened, including the manifold and ports. The four ports on the manifold were accessed for "pressure, contrast, flush, and waste". The physician reported that air entered multiple lines at the manifold after the set had been purged. Air was inadvereently injected into the coronary artery and the pt reportedly experienced st changes that were noted on the monitor. The st changes resolved without medical intervention. The procedure was completed and the pt was discharged home. There were no reported adverse pt sequelae. Though requested, no additional info was provided.